Event description:
It was reported implant procedure that the atrial and right ventricular leads exhibited lack of slack. Reconnection was attempted, but the leads were unable to be removed from the pacemaker header. The system was exchanged and the procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to remove the lead from the device header was not confirmed. As received a complete lead was returned cut in two pieces. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.